Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a constant power cable disconnected alarm on the black power cable and ¿sparks¿ coming from the black power cable after a dog chewed on the cable was not confirmed. No log files or photos were submitted for review and no product was returned for evaluation. It was reported that the controller would be returned the next time the patient comes into the hospital clinic; however, it is unknown when the patient will return to the hospital/clinic. This file will be reopened if the controller is returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis as no product was returned for evaluation; however, the dog chewing on the power cable could have resulted in the reported event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a left ventricular assist device (lvad) alarm after their friend's dog chewed on their power cord. The patient saw sparks and could not turn off the connect power alarm with the black power light illuminated on the system controller. The patient was instructed on how to change the system controller and the exchange was successful without any complications. The patient tolerated the exchange well and reported feeling a little fluttering in the chest. The ventricular assist device (vad) data was within normal limits and no further alarms were reported. The patient was scheduled for the clinic and would bring the damaged system controller to the clinic appointment. There were no log files available for this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a power cable disconnected alarm was confirmed via log file analysis and evaluation of the returned system controller (serial number: (B)(6)). The reported event of ¿sparks¿ after the dog chewed on the power cord was not confirmed, however, the observed damage could have resulted in sparks if the exposed conductors contacted each other and/or the cable shielding. The event log file downloaded from the returned controller contained data spanning 5 days ((B)(6)2023 per the timestamp). The log file captured power cable disconnected and low voltage advisory alarms due to atypical relative state of charge (rsoc) voltages on the black power on (B)(6)2023 from 2:54:07 to 2:55:04, 2:56:29 to 2:56:40, and from 3:01:34 until the controller was exchanged. The driveline was disconnected at 8:11:25 on (B)(6)2023 to exchange the system controller, the controller was disconnected from external power at 8:13:26, and the controller was powered off at 8:13:36. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The returned controller was functionally tested with a test power module and mock circulatory loop, and a power cable disconnected alarm was active on the black power cable despite the cable being connected to the power module. The controller operated the pump within the expected speed range without issue despite the alarm. No other issues were observed. The system controller power cables were replaced with test power cables, and the power cable disconnected alarm resolved. Multiple tears in the black power cable near the strain relief on the controller side of the cable were observed. One of the tears went through the shielding and exposed the underlying wires. The blue and brown wires were broken. The insulation on the green, clear, yellow, red/white, and orange wires was torn, exposing the conductors. No additional damage was observed. The broken brown would result in the observed power cable disconnected and low voltage advisory alarms. Although not reproduced, the exposed conductors in the cable could have resulted in the reported event if the conductors contacted each other and/or the cable shielding. The reported event was determined to be due to a dog chewing on the black power cable, per the provided information. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.